Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as device was not returned and part number and lot number were not provided.

Event description:
Surgeon's office reported bilateral foraminotomies and partial facetectomies l5-s1. Posteriolateral fusion l5-s1 with pedicle screw instrumentation and right iliac crest autograft on (B)(6) 2010. Postoperative x-rays showed failed total disc arthroplasty with subluxation of the superior endplate over top of s1. Device explanted (B)(6) 2011. This is the second of three reports for this event.